Event description:
On (B)(6) 2013, it was reported that there were colored strips in the display of the patient's blood glucose monitor. The patient stated that the values displayed are not correctly readable making misinterpretation of the values possible. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Failure analysis indicated that the meters lcd was defective due to a crack in the fpc (flex pc board) causing the display failure.